Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately fourteen weeks post implant of the patient¿s new implantable cardioverter defibrillator (ICD) that the ICD detected vt (ventricular tachycardia) and treated with atp (anti-tachycardia pacing) but then continued on with a shock though the rhythm terminated and had turned to sinus rhythm. Additionally, it was noted that on a different episode there was undersensing the atrial lead observed. It was noted that the patient has a history of atrial undersensing. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.